Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while at home. The patient was treated twice at 23:10:05 and 23:19:12. Atrial fibrillation with a rapid ventricular response contributed to the false detections. The patient was sleeping at the time of the event. The response buttons were pressed intermittently but not immediately prior to either treatment. The patient was taken to the hosp by ems and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4)- (B)(6) 2011-reuse, electrode belt (B)(4)- (B)(6) 2011-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.